Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (10.0 mg/ml) at a dose of 6.498 mg/day via an implantable pump. The indication for use was unknown. It was reported on (B)(6) 2018 that there was a pump alarm and the patient had withdrawal symptoms. There were no external factors reported and no MRI (magnetic resonance imaging). The pump logs report was done as troubleshooting performed. The logs were included with the report and showed the following events: motor stall occurred on (B)(6) 2018 at 18:19 stopped pump duration may exceed "tube set" on (B)(6) 2018 at 18:19 motor stall recovery occurred on (B)(6) 2018 at 21:24 motor stall occurred on (B)(6) 2018 at 04:50 stopped pump duration may exceed "tube set" on (B)(6) 2018 at 04:50 no interventions/actions were taken to resolve the issue. It was asked but unknown if surgical intervention was planned. The pump remained implanted and out of service. At the time of the report the issue was not resolved and the patient status was "alive - no injury." The patient age, medical history, and weight was asked and would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported.

Manufacturer narrative:
Analysis has not been completed as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Motor gear train anomaly of stall due to shaft-bearing does not apply; the correct finding included stall due to gear-pinion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-apr-20. It was reported the pump was actually explanted morning of (B)(6) 2018 and was replaced with a pump from a different manufacturer. It was indicated that this information was confirmed with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-19. It was reported that the pump was explanted on (B)(6) 2017 (note that this is prior to the reported event). The patient symptoms were resolved. It was indicated that the information had been confirmed with the hcp.